Event description:
Healthcare professional reported "rupture of the device and perspiration". This record is for the left side. Device was explanted and replaced with non-abbvie.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture of the device and perspiration". This record is for the left side. Device was explanted and replaced with non-abbvie.

Manufacturer narrative:
Clarification to d6a implant date: partial implant date was provided as "2003". The default date of (B)(6) 2003 is before the manufacturing date of the device of 27/jun/2003. As a result, the implant date has been removed from the record. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening and broken device assessed as fold flaw opening and missing piece of shell assessed as inconclusive. As per the investigation procedures, creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, b3, d6a, d9, e1, h3, h6, h11.